Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted to the hospital for increased power, clinically significant hemolysis and chronic driveline infection. The patient received a pump exchange; however, the patient outcome is unknown despite multiple attempts to obtain additional information. The pump ((B)(4)) and controller ((B)(4)) were returned to the manufacturer for evaluation. The returned controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple 'high watts' alarms and an increase in power consumption and estimated flow outside the normal operating range. The reported event could not be replicated during functional testing. Visual inspection of the returned pump revealed abnormal wear marks on the lower housing ceramic, inferior impeller surface and superior impeller surface were noted. The abnormal marks are indicative that known external factors, such as the thrombus confirmed histologically in the device, may have forced the impeller against the lower housing with sufficient strength to overcome the rear preload of the magnet spring/suspension system. This situation may have limited the performance of the device and potentially trigger increases in power consumption. Review of the manufacturing documentation confirmed that the device ((B)(4)) met all requirements for release. The device malfunction was not confirmed; there is no evidence to suggest that the device caused or contributed to the reported event. The most probable root cause of the reported 'high power' event may be attributed to thrombus formation/ingestion within the device. The most probable root cause of the driveline infection cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. Thrombus and driveline infection are known risks associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately eleven months post hvad implantation the patient was admitted to the hospital for increased power, clinically significant hemolysis and chronic driveline infection. The patient was treated with bivalrudin and heparin on admission, and according to log file analysis, power returned to normal range. Approximately six days later, the patient's lactate dehydrogenase and power began to again trend upward. The surgeon decided to opt for a pump exchange due to the suspected thrombus as well as the chronic driveline infections. Further information regarding the patient's condition postoperatively has not yet been provided. Investigation is ongoing.

Manufacturer narrative:
The devices have been received and are awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.